Manufacturer narrative:
The device data was retrieved and evaluated. The data showed the flows and pressures in preparation mode appear to be normal, with no concerns in the values displayed.. No device malfunction could be identified. Review of the data provided indicated external user interaction with the portal inflow is likely. There was no device malfunction. The clinical specialist to provide further education to customer on risks of manual manipulation of perfusion tubing and the device algorithm.

Event description:
It was reported that, from the start the perfusate would accumulate in the liver and the reservoir would continually empty. The low reservoir would activate and the perfusion would stabilize for a moment. This went on for the entire perfusion. An attempt was made to reposition the liver and the ivc cannula, but the problem persisted. The device user (du) also stated that the recirculation pump ran a lot but the liver bowl was never full of perfusate, and there were no leaks or spills from the circuit. The liver was discarded. They stated the low volume as one of the reasons for not accepting the liver.